Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and completed the failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged crimp from the yaw pulley. The yaw cable crimp was installed. The yaw cable crimp was not properly seated within the yaw pulley as the hook moves in yaw. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The permanent cautery hook instrument has been requested to be returned for failure analysis evaluation. However, as of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken and smoking cable. The procedure was continuing as planned with no reported injury.